Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain / pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, major depression, vitamin d deficiency, eosinophilic esophagitis, light headedness, menometrorrhagia, heavy periods and pap smear abnormal. Concomitant products included bisoprolol fumarate (zebeta), escitalopram oxalate (lexapro), fluconazole (diflucan), fluticasone propionate (flovent hfa) and naproxen (naprosyn). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), irritability ("hormonal changes describe: irritable"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition:"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), emotional distress ("I am aware that essure has caused me suffering, emotional distress, humiliation,"), anxiety ("I am aware that essure has caused me mental anguish"), anhedonia ("I am aware that essure has caused me loss of enjoyment of life"), general physical health deterioration ("I am aware that essure has caused me degradation"), deformity ("I am aware that essure has caused me disfigurement"), flank pain ("flank pain"), vulvovaginal mycotic infection ("infection(bladder\urinary tract\vaginal): uti,yeast infection"), urinary tract infection ("infection(bladder\urinary tract\vaginal): uti,yeast infection"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, vulvovaginal mycotic infection and urinary tract infection had resolved and the irritability, mood swings, female sexual dysfunction, reproductive tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, emotional distress, anxiety, anhedonia, general physical health deterioration, deformity, flank pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anhedonia, anxiety, bladder disorder, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, flank pain, general physical health deterioration, genital haemorrhage, irritability, menorrhagia, mood swings, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: the essure implants were deployed per manufacturer guidelines with 5 trailing coils noted on right and 7 trailing coils noted on left. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, fatigue, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: irritable, mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type:, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, reproductive system disorder or condition type of disorder or condition:, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, I am aware that essure has caused me severe pain, suffering, bodily impairment, mental anguish, loss of enjoyment of life, humiliation, degradation, disfigurement, anxiety and related emotional distress, yeast infections, flank pain. Outcome of event pelvic pain were updated. Reporter information, aka name, concomitant drug, medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.